Event description:
Boston scientific crm received information that a revision of the pocket has been scheduled. Reportedly, despite several attempts to close the pocket with suture, this device can be seen through the pocket. A pocket revision was performed and a vacuum pump was placed to reclose the pocket. Interrogation revealed acceptable lead measurements.

Manufacturer narrative:
This is the information known at this time. This device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received: a revision procedure was performed, a vacuum pump was used to close the device pocket. After the pocket was closed, interrogation revealed acceptable lead measurements.

Manufacturer narrative:
- -